Event description:
It was reported that this patient with a cardiac resynchronization therapy pacemaker (crt-p) underwent a magnetic resonance imaging (MRI) however, the device was not put into MRI protection mode. Following the MRI, the device was found to be in safety mode. It was recommended to admit the patient and replace the device. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted and replaced. No additional adverse patient effects were reported.